Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose (BG) level was 588 mg/dL with ketones. Reportedly, on (b)(6) 2026 the customer went to the Emergency Room where they were treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. The customer was discharged later that day.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.